Event description:
It was reported that when using the bd pyxis¿ es server had multiple patient information not crossed over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple patient info not crossing over. A technical support specialist (tss) dialled into the carefusion coordination engine (cce) server pyxis cce prd, reviewed the windows event viewer, and identified that the carefusion cce (med) (cce service) had terminated unexpectedly at 8:16:32 pm on (B)(6) 2025, with event ID 7034 indicating an abnormal service shutdown. Although the exact root cause could not be confirmed due to limitations in the available application logs, potential causes such as an application crash, resource constraints, or dependency failures were noted. To mitigate recurrence, the engineer configured the recovery settings for both the cce and system services to automatically restart the service upon failure. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server had multiple patient information not crossed over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had multiple patient information not crossed over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.